Event description:
(B)(4) . Sudden onset of multiple uti's and yeast infections. Went to the doctor and was diagnosed with 2-3 uti's and at least 1 yeast infection every 3 months. Gradual weight gain only in abdominal area despite exercising daily and eating a gluten free, whole food diet. Numbness, swelling, redness, and sweating down one or both legs, multiple times a day, lasting at least 20 seconds each time. Skin rashes coming and going. - harder time healing from any wound or illness. - development and confirmed by allergist of celiac, and extreme allergy to apples.